Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.

Event description:
It was reported that the patient has deceased. The cause of death was unknown. No additional information was reported.